Event description:
Pt receives tpn infusion overnight. Recently supplied cadd prizm infusion pump with administration set type 21-7055j. Reporter had received a memo from facility that they had discovered that under some circumstances there was the possibility of under delivery. This did occur. Rn reported that approx. 200-250 ml of 1200 ml total had infused. Pump did not alarm.